Event description:
The lay user / patient contacted lifescan (lfs) (B)(4) on (B)(6) 2011 alleging inaccurate readings on their one touch verio pro meter. The patient obtained a 177 mg/dl and a 253 mg/dl. Readings were taken less than 20 minutes from one another. The patient denied exhibiting any symptoms or seeking any medical attention due to the alleged issue. The test strips were in good condition and not expired. The test strip vial was not cracked or broken. The technique of applying blood on the test strip was correct. A quality control test was not done since the test strips passed using the control solution. The product was replaced. At this time there is no evidence that the meter caused or contributed to an adverse event. The complaint is being reported since the back to back readings are greater than 20% or 20 mg/dl.

Manufacturer narrative:
The products were replaced and requested back for investigation. The meter was tested and passed testing. The test strips were returned and tested and passed testing; however, there was a secondary issue of an error 4 with the subject test strips.